Manufacturer narrative:
Electrode belt sn (B)(4) and monitor sn (B)(4) were returned and evaluated at the distributor, in accordance with procedure recommended by zoll manufacturing corporation. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication that a device malfunction caused or contributed to the patient death.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient's wife reported that the patient passed away on (B)(6) 2015. It was reported that the patient had a heart attack while at home but was not wearing the lifevest at the time of passing. The patient's wife reported that the patient would not wear the device due to comfort issues. There were no allegations against that the device failed to meet it's specifications.